Event description:
Endophthalmitis[eye infection nos]. Case description: spontaneous report, loc. Ref. 02-4214-s, argus # 2002136290gb, lot # 661538228; cross reference with argus # 2002136291gb, 2002136292gb, 2002136294gb. A consultant microbiologist reported a pt on an unknown date underwent implantation of ceeon lens 911a (lot # 661538228) during a cataract surgery. The pt has developed on an unknown date endophthalmitis with coagulase negative staphylococci. The lens was not removed. The outcome of the adverse event at the time of this report is unknown. Further info is being sought.